Manufacturer narrative:
(B)(4). Based on the correction, kci's assessment remains the same; cannot be determined that the alleged infections are related to v.a.c.® therapy.

Manufacturer narrative:
MDR-3009897021-2015-00093 (B)(6) follow up #3. Added the first date of the study (B)(6) 2006 as the date of the event. Based on the addition of the date of the event, kci's assessment remains the same; cannot be determined that the alleged infections are related to v.a.c. Therapy.

Manufacturer narrative:
The patient's included in this study were treated with negative pressure wound therapy from aug 2006- dec 2011. It is unknown when the event's occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged infections are related to v.a.c. ® therapy. It is unknown if a wound culture was preformed and if antibiotics were administered. Kci has made numerous attempts to obtain information, that has so far been unsuccessful. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, , dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On (B)(6) 2015, kci received article, pauli, eric m., krpata, david m., novitsky, yuri w., rosen, michael j. Negative pressure therapy for high-risk abdominal wall reconstruction incisions, surgical infections, 14( 3), 2013. Doi: 101089/sur.2012.059., that reported 20.4% out of 49 patients on prophylatic negative pressure therapy developed surgical site infections within 30 days of surgery. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.